Event description:
It was reported to boston scientific corporation that a mantis clip was used to treat duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the nurse tried to deploy the mantis, a spring popped out of the handle, making it unusable. They tried to crack the handle and use a hemostat to pull the wire, but it did not work at first. Eventually, when they tried to remove the clip from the site, it finally deployed. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.